Manufacturer narrative:
H3, h6: the navio drill, part number 101209, used for treatment was not returned for evaluation thus, a visual and functional evaluation could not be performed and a relationship between the reported event and the device could not be determined. While all products meet required manufacturing specifications prior to release a serial number, lot number, or part revision is required to link the device to a DHR or nc investigation. A complaint history review for similar reported/confirmed complaints has identified prior events. Although the reported problem was not confirmed a factor that may have contributed to the reported symptom may have been internal damage to the motor, causing it to overheat and make an abnormal noise. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities. If the product associated with this event is returned or provided at a future date, this evaluation will be reopened for investigation.

Manufacturer narrative:
Our reference number: (B)(4).

Event description:
It was reported that during navio tka procedure, the anspach drill made a loud noise when cutting and it was causing the guard to get hotter than normal. And, after the case, during preventive maintenance, it was hard to take apart the long attachment from the drill. No patient harm or additional complications were reported. It is unknown how was the procedure completed.